Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 2 false negative results with the binaxnow covid-19 antigen self test performed on 28apr2022 using lot number 193629. This MFR. Report addresses patient results two (2) of two (2). The consumer took a third test with a different product and got a positive result. Pcr testing was performed generating a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 193629 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 193629 and test base part number 195-430h / lot 189788. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 193629 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue;, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.